Event description:
Report rec'd of a pump that immediately alarmed with a "service pump" code when unplugged from the wall outlet. The pump was infusing an unspecified solution at 27ml/hour. The pump was unplugged to take a pt to CT scan, and it was reported that the pump immediately "beeped a few times" with code "service pump". They turned the pump off, then turned it on again, and had to reprogram the pump settings. There was no reported adverse pt event or harm. Though requested, there was no further info available.